Event description:
It was reported that stent dislodged inside patient occurred. The target lesion was located in the left anterior descending (lad) artery. The 3 wires were able to cross the lesion to the lad intermediate artery and circumflex artery. A 3.50x20mm promus element plus stent delivery system was used to treat the lesion. The stent fell off from the balloon. The stent dislodge down to the unspecified artery. A snare was used to retrieve the stent, but was unsuccessful. The stent then migrated to the iliac artery and another stent was used successfully to retrieve the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).